Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was performed. Customer changed the new battery, battery cap contacts were not damaged, cleaned the battery compartment however the issue was not resolved. Customer will send the pump to physician. No harm requiring medical intervention was reported. No product return was required for mmt-1882.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with blank display due to cracked battery tube threads and a cracked case behind the pump at the battery compartment causing the battery tube to become loose and the test battery cap not making contact with the battery tube. The battery tube assembly was pushed back into the right position, monitored and no blank display noted. Unable to perform the self test, sleep current measurement and active current measurement due to blank display. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. The pump was cut open and traces of moisture on pcba1 and battery tube assembly noted during visual inspection. The pump was received with minor scratches on lcd window, corroded battery tube, scratched case, cracked keypad overlay, cracked case (battery tube) and battery tube threads cracked. In summary, customer alleged blank display confirmed. Expose to moisture on electronic assembly noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.